Manufacturer narrative:
(B)(4). An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
As reported: during a tavr procedure on (B)(6) 2022 ultrasound guidance was utilized to gain access in the right common femoral artery (cfa). Several access attempts were made. It was reported that the final access site was in a high position and above the inguinal ligament. No issues were encountered advancing or withdrawing procedural sheaths. Calcium was present in the lower femoral artery, but no tortuosity was reported. Blood pressure was 113/40mmhg prior to closure. 12000units of heparin and 120mg of protamine were administered intravenously during the procedure. The manta was deployed at the measured depth of 5.5+1cm and hemostasis was immediate. The patient was reported as stable when she left the operating room. The doctor reported that a drop in blood pressure and hemoglobin was noted and the CT indicated a retroperitoneal bleed. It was further reported that the patient returned to surgery for a repair of retroperitoneal bleed. The doctor reported that the footplate/anchor of the manta was recovered from the inguinal ligament. The patient was stable post-surgical groin repair. It was reported that on the following day, on 08nov2022, the patient passed away and that the cause of death was acute renal failure, acute cardiogenic shock, and acute post-operative bleed.

Manufacturer narrative:
Qn# (B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot therefore supporting the conclusion that the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted: patient was chronically and acutely unwell with class 4 heart failure and had advanced renal insufficiency prior to a tavr where an 18f manta was planned for closure in the right common femoral artery. A high positioned access was gained after multiple attempts utilizing ultrasound. The high stick access above the ligament was deliberate due to presence of calcification at the mid-femoral head position. A pre-tavr cta was not performed due to the patients' renal insufficiency; therefore, vessel size is undisclosed. The arteriotomy had mild calcification in the lower femoral, posterior wall calcification, and a measured deployment depth of 5.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate, pulses were fine, blood pressure stable; no post-procedure angiograms were performed; and the patient was transferred to the floor. Once the patient left the operating room, her blood pressure plummeted. Lab work indicated low hemoglobin, a CT revealed a retroperitoneal bleed, and the patient was sent back to the or for emergent repair of the right common femoral artery pseudoaneurysm/ rp bleed with removal of a hematoma and repair of the left common femoral vein. The surgeon noted the manta anchor was recovered from the inguinal ligament, and the patient was stable post groin repair. Within twenty-four hours post-emergent intervention, the patient suffered multiple-organ failure. Following discussions with the family, the family wishes dnr and began planning for comfort care. The patient's heart rate started dropping, comfort care proceeded, and the patient was extubated. All care and life-support were withdrawn, resulting in the patient's expiration. The manta instructions for use contains the following warning: do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The procedure requirements section of the manta IFU states: a pre-procedure cta is recommended to assess artery anatomy and arterial access should be gained using micro- puncture technique and using ultrasound guidance to puncture the midline of the femoral artery. The procedure preparation section of the IFU instructs to confirm via femoral arteriogram: single wall puncture in the common femoral artery; and no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. There is no evidence of any non-conformity of the manta device in the reported event. Corrected data: name and address of complainant corrected from initial.

Event description:
As reported: during a tavr procedure on (B)(6) 2022 ultrasound guidance was utilized to gain access in the right common femoral artery (cfa). Several access attempts were made. It was reported that the final access site was in a high position and above the inguinal ligament. No issues were encountered advancing or withdrawing procedural sheaths. Calcium was present in the lower femoral artery, but no tortuosity was reported. Blood pressure was 113/40mmhg prior to closure. 12000units of heparin and 120mg of protamine were administered intravenously during the procedure. The manta was deployed at the measured depth of 5.5+1cm and hemostasis was immediate. The patient was reported as stable when she left the operating room. The doctor reported that a drop in blood pressure and hemoglobin was noted and the CT indicated a retroperitoneal bleed. It was further reported that the patient returned to surgery for a repair of retroperitoneal bleed. The doctor reported that the footplate/anchor of the manta was recovered from the inguinal ligament. The patient was stable post-surgical groin repair. It was reported that on the following day, on (B)(6) 2022, the patient passed away and that the cause of death was acute renal failure, acute cardiogenic shock, and acute post-operative bleed.